Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the atrial lead exhibited failure to capture and failure to sense. X-ray confirmed lead dislodgement. The atrial lead was explanted and replaced. Patient was stable.